Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, new information indicates that angiography found 99% stenosis in the mid left anterior descending coronary artery (lad) and 50% stenosis in the proximal lad. There was also significant intimal proliferation in the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent system, international, instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 the 2.5x15 xience v stent was implanted in the mid left anterior descending coronary artery. The patient had unstable angina with a myocardial infarction on (B)(6) 2014. Percutaneous coronary intervention (pci) was performed in the target vessel, target lesion. The condition resolved on (B)(6) 2014 and the patient was discharged. No additional information was provided.